Event description:
Additional information later received reported the date the flipped pump first observed was unknown. No troubleshooting was done. The drug in the pump at the time of the event was lioresal. The intervention was for surgery for the pump to be tacked down but the patient did not show up for her appointment with the surgeon.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On 2015-10-12, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving lioresal (dose and concentration unknown) via an implantable pump for intractable spasticity and cerebrovascular accident (stroke). On (B)(6) 2015, during a refill, there was no fluid left in the pump. No diagnostics/troubleshooting were performed. The pump was refilled and the issue resolved. However, it was reported that surgical intervention was planned. The patient's status was reported as "alive - no injury." It was later reported that the pump had flipped. The pump should have had 3.4cc in it, but it had zero in the reservoir. There was no date for surgery yet. Additional information has been requested regarding the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information received from an healthcare provider (hcp) reported that no refill was missed, and that the reservoir should have had 3.2 ml in it. According to the session data report on (B)(6) 2015, the pump was being used to infuse baclofen (500 mcg/ml; previously reported as lioresal) at 110.09 mcg/day via simple continuous infusion. The previously reported pump flip was noted to have been manually repositioned. Following the refill, the rate was increased by 15% to 126.11 mcg/day. According to patient records from an office visit on (B)(6) 2015 on an unspecified date in (B)(6) 2015, the patient was hospitalized for diabetic ketoacidosis with blood sugar over 1000 mg/dl; the pump was refilled with 20 ml of baclofen at that time, but the patient continued to have increased spasticity. As of (B)(6) 2015 the planned surgical intervention had yet to be scheduled. Additional information regarding the date, diagnostic testing/troubleshooting, cause of the pump flip, and reason for the planned surgical intervention was requested. If additional information is received, a follow-up report will be sent.